Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when battery cap was removed a piece fell out of battery compartment causing display screen to be blank even after battery change. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The display powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. However, the insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had broken battery cap, minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.